Event description:
It is alleged that "patient received a cook celect filter. Patient is alleging perforation pf ivc. Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by mcsweeney langevin llc. Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Manufacturer narrative:
Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vc perforation, post traumatic stress disorder (ptsd), depression, anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported post traumatic stress disorder (ptsd), depression, anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to a gunshot wound. Patient is alleging vena cava and organ perforation. The patient further alleges post-traumatic stress disorder (ptsd), major depressive disorder, and generalized anxiety disorder. Report from CT (computed tomography): "ivc filter 1. Filter location and tilt: top of l3 to mid l4. No significant tilt. 2. Abnormal positioning of the ivc filter: no 3. Perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: 8 of 12 struts perforate the ivc wall and extending to the adjacent retroperitoneal fat. There is an anterior strut which extends anteriorly into the retro peritoneal fat 15 mm. Single strut which extends into the right psoas muscle by approximately 3 mm. No other solid organ involvement. 4. Filter strut fracture or bending: no 5. Diameter of the inferior vena cava immediately above filter: 26 mm impression: ivc filter as above. Caval perforation present."